Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that canal was misplaced and flap was decentered which led to vertical gas breakthrough in the left eye of the patient during refractive surgery. The surgeon fired the laser and lifted the flap. The complication occurred only in left eye of the patient.